Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified, and a root cause could not be found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center exhibited scope communication errors b30 and e216. It is unknown when the issue was observed. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information about the event was requested, but was not received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.